Event description:
The manufacturer received info from a third party service center alleging a ventilator would not power on. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's system board will be replaced to address the issue. Device has been evaluated but not yet repaired.